Event description:
It was reported by the user site that during a selenia dimensions mammography systems, 2d procedure on (B)(6) 2025, that the gantry of the system shutdown during the patient exam. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed that vertical drifting from the c-arm caused the system errors that shutdown the device. The fse determined that the system required a new vertical drag brake. The fse replaced the vertical drag brake and verified that the system is now operating according to manufacturer specifications. No further information is currently available.